Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-65448). 1818910-2019-106985 is being retracted as it is a report duplication.original MFR-( 1818910-2018-65448) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019, were reviewed 10 sep 2019 for MDR reportability. On (B)(6) 2016, the patient underwent a left knee arthroplasty due to osteoarthritis. Two depuy cement products were used during the primary operation. The surgeon reported no intra-operative complications. On (B)(6) 2016, the patient was revised to address left tibial debonding. The tibial tray was found to be grossly loose. The femoral and patellar component were noted to be well-fixed and not removed. The insert was removed without any allegation of deficiency. Competitor cement and augments were implanted along with depuy insert and tray. Doi: (B)(6) 2016. Dor: (B)(6) 2017, (left knee). Note, patient has bilateral depuy knees.